Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. This device was manufactured on 5-mar-2020. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot1) quantity manufactured: (B)(6) 2) date of manufacture: 5-mar-2020 3) any anomalies or deviations identified in DHR: 3 unrelated non-conformances on this lot number. 4) expiry date: 31-october-2021 5) IFU reference: IFU-0630004

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 clinical code: appropriate term / code not available (e2402) is used to capture infection (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a primary left knee arthroplasty with implantation of depuy unicondylar sled prothesis to treat osteoarthritis. Depuy cement was utilized during the procedure. The patella was not resurfaced. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a left knee revision to address pain, adhesion, cysts, crepitus, and tibial tray loosening at the cement to implant interface. All components were removed, and the patella was resurfaced. Depuy products were implanted with depuy cement. On (B)(6) 2021, a left knee x-ray revealed osteolysis beneath the tibial plateau. On (B)(6) 2021, a left knee CT revealed possible tibial tray loosening. On (B)(6) 2021, the patient underwent a left knee aspiration to rule out infection due to increasing pain. The physician aspirated 15 ml of blood-tinged clear effusion and sent for microbiology and cell count. Affected side: left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pain and loosening of an unknown component has occurred again. Depuy cement products were used. The doctors are trying to find out whether there is a possible allergy to one of the components of the bone cement used. The dermatologist/allergist needed the qualitative composition components or at least samples of the bone cement powder or bone cement liquid for an allergy test. Doi: 2019. Dor 1: unknown (captured in (B)(4)). Dor 2: unknown. Unknown affected side.